Event description:
According to the reporter, the clip applier was used in the adults from ages 19 to 64 years old patient population, and the user stated that frequently, the patients experienced bleeding. The surgeon noted that the device was not sealing, and that it rarely resulted in result in surgical or major medical interventions that changed the course of care.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.